Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut off by itself with an audible alarm. It is unknown if the patient was connected to the ventilator when the reported problem occurred. This was the patient's back-up ventilator. No patient harm reported.